Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopy examination, and force of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31233062l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. In relation to the force issue, the instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) for which biosense webster¿s product analysis lab (pal) identified reddish material and a hole in the surface of the pebax. Initially, it was reported that when the stsf catheter was inserted into the patient's body, an error (106) occurred. The cable was removed and replaced; however, the issue was not resolved. The issue was resolved by replacing the catheter to a new one. The procedure was completed without patient consequence. Additional information was received. It was reported that when the catheter was retrieved, it was checked and found to be filled with blood in the spring part. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No damaged was confirmed by visual inspection. The force sensor issue and the blood in the spring part of the catheter were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, there was reddish material and a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2024.